Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient have been unsuccessful. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a reoccurring infection under the magnet site. The recipient was given antibiotics and topical cream. External equipment was exchanged and the issue resolved. The recipient's infection resolved.